Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient lost weight which caused the implantable pulse generator (ipg) to be slightly superficial. The patient experienced a pain at the ipg site and had difficulty charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.